Event description:
The customer returned the crystalens with a note stating "defective lens". No additional information was provided.

Manufacturer narrative:
Once the device evaluation is complete, the results will be submitted in a supplemental MDR.